Event description:
Pt called to report adverse events due to her metal on metal hip resurfacing implant. Reporter stated she received a letter from the FDA stating there was a safety concern regarding a component of her implant. She said the letter stated that the FDA is monitoring the situation, but that it is not a recall. Pt said since implantation of her implant, she has been experiencing chronic groin pain, limping, metal taste in mouth, swelling in her leg and hip, numbness in her feet, limited range of motion and high blood pressure. She also reported that she feels her hip popping and moving, and it makes noise when she moves. The pt says she also has bone and tissue deterioration.